Manufacturer narrative:
Correction to b4, g3, g6, h2, h6 and h10 per no product returned investigation completed: the device was not returned to edwards lifesciences for evaluation. As no device was returned, no visual inspection, functional testing or dimensional testing could be performed. As a lot number was not provided, a DHR review and lot history review was unable to be provided. This event reports a transfemoral tavi procedure performed sometime between (B)(6) 2015 and (B)(6) 2019 (per medical article) based on this information, this section covers the IFU revision that was in circulation as of april 15, 2015, representing the earliest possible date. Herein, exemplary IFU content is included for the sapien xt thv with the novaflex+ delivery system (ds) and edwards expandable sheath set for use in aortic position via transfemoral approach. The sheath IFU, device preparation, and device procedural manual were reviewed. Regarding removal, its noted to ''remove the esheath entirely without torquing ensuring the edwards logo is facing upwards''. No IFU/training deficiencies were identified. The edwards lifesciences sapien xt with novaflex+ delivery system and esheath kits (all models and sizes) have been discontinued and have not been sold or distributed since 2021. The product life cycle has been terminated. Furthermore, as the shelf life of edwards expandable sheath set is limited to 2 years, any sold or distributed devices are no longer in use. Therefore, no risk management review is required at this time. The complaints for damage and inability to remove the sheath were unable to be confirmed due to unavailability of the device return nor applicable imagery was provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. A no lot number was provided, reviews of the DHR and lot history were unable to be performed. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of IFU/training materials revealed no deficiencies. As reported, ''1 patient with an unknown sapien xt valve implanted in aortic position presented sheath fracture leading to failure of sheath removal after tavr by transfemoral approach. As a consequence, the patient underwent surgery and the treatment was successful.'' Per review of the provided article, such factors as circumferential calcification and undersized vessels were generally ascribed to those events accompanied by vascular complications. The presence of calcification and/or under-sized vessels could create a challenging pathway for delivery system advancement through sheath, possibly leading to resistance and subsequent sheath damage (if compounded with excessive manipulation to overcome the resistance). It would also be possible for the sheath to sustain damage during delivery system withdrawal due to an altered balloon profile catching on the distal tip (post-thv deployment) or during delivery system withdrawal with crimped thv (during a potential bailout). In this case, due to limited information, a definitive root cause is unable to be determined. Damaged or fractured sheath (e.g. At distal tip), could make it challenging to remove the sheath by causing the physically altered (or damaged) site to catch on patient's vasculature. As such, available information suggests that procedural factors (damaged sheath) may have contributed to the reported event. Since no device problem was identified affecting distributed product, no product risk assessment (pra) is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2024-00987, 2015691-2024-00988, 2015691-2024-00990, 2015691-2024-00991, 2015691-2024-00992, 2015691-2024-00993, 2015691-2024-00994, 2015691-2024-00995, 2015691-2024-00996, 2015691-2024-00997, 2015691-2024-00999.

Manufacturer narrative:
This is one of twelve manufacturer reports being submitted for this case. The dates of the events are unknown; however, according to the article the study period was from april 2015 and december 2019. For this reason, the first day of the reported study period (01-april-2015) was used as the occurrence date. Investigation is ongoing. Article reference: cakal b, cakal s, karaca o, yilmaz fk, gunes hm, yildirim a, guler y, ozcan ou, boztosun b. How accurate are manufacturers' recommendations in determining ineligibility for transfemoral transcatheter aortic valve implantation? Rev port cardiol. 2023 jan;42(1):31-38. English, portuguese. Doi: 10.1016/j.repc.2021.09.019. Epub 2022 oct 31. Pmid: 36328866. H3 other text: literature reporting, no indication of device return.

Event description:
As reported, by our affiliates in turkey, through review of medical article "how accurate are manufacturers' recommendations in determining ineligibility for transfemoral transcatheter aortic valve implantation?'', corresponding author dr. Beytullah c akala, the following events were identified as pertaining to an edwards device: 1 patient with an unknown sapien xt valve implanted in aortic position presented with a ''sheath fracture'' leading to failure of sheath removal after tavr by transfemoral approach. As a consequence, the patient underwent surgery and the treatment was successful. This study aimed to investigate the predictive value of manufacturers' guidelines for major vascular access site complications using the perclose proglide device in 208 patients between april 2015 and december 2019.